Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie 2.1-a1 failed, and the issue persisted despite a station reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.2 pocket a4 and half height drawer 2.1 pocket a1 had failed. A field service engineer (fse) attended the site and identified that drawer 2.2 had also failed, after which recovery of drawer 2.2 and pocket a4 was performed with assistance from nursing staff. The fse noted that recovery of drawer 2.1 could not be completed due to insufficient access privileges and required authorized personnel intervention. The fse then tested the drawers using diagnostic software and validated drawer 2.2 functionality through inventory checks, after which all operations were confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.